Event description:
Noise on ra and rv leads on recordings and lead check tripped. Test values in range. Lead check has flipped twice. Patient uses gasoline garden tools frequently. The device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The received data have been analyzed. The data available for an analysis confirmed the clinical observation. A lead failure was detected in the atrium as well as in the ventricle on (B)(6) 2017. The root cause for the clinical observation was not determinable. For further insights, a pacemaker dump would be essential. Should additional relevant information become available, the investigation will be updated.